Manufacturer narrative:
The t:slim pump user guide states that humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 400 mg/dl). The cartridge and infusion set were typically changed and boluses via the pump were delivered to address the high bg. Reportedly, the high bg usually occurred after the cartridge was in use for approximately 2-2.5 days. The customer was not sure what was causing the high bg. Tandem technical support reminded the customer that humalog was labeled for 48 hour use with the cartridge. Multiple attempts were made by tandem technical support to follow up with the customer to perform a system check; however, the customer did not respond.